Event description:
A health care provider (hcp) reported the patient's implantable neurostimulator (ins) was replaced due to the ins failing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.